Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use at the time of the event. Vascular treatment(non-emergency) was planned got completed by moving patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was indicating 'fluoroscopy was not working'. Review of the system log file showed that found errors that point to a failure of the power inverter of the generator (point) or its power supply (ips). Onsite investigation found that the actual cause of the issue was customer pulled the cable without control and damaged one of the two screws that fix the connector at the button of the table. Fse fixed connector under the table with nylon bridles, after that the system was returned to use in good working order the codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that fluoroscopy was not working. No user or patient harm has been reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.